Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain two of two while the hp was not connected. The hp had disconnected during dwell without proper disconnect procedures, the hc alarmed, and the hp then reconnected to the machine. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The hp was going to finish therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This was a report of a system error 2240 where home patient had not followed proper disconnect procedures. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.